Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. (B)(4).

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2012 the patient programed a bolus on the infusion device, but the device did not deliver it and the patient's blood glucose level began to rise. She attempted to program another bolus, but her blood glucose level continued to rise. The infusion device did not provide any alarms. On (B)(6) 2012 the patient was hospitalized and in intensive care for two days and was semi-conscious; her blood glucose level was 750 mg/dl. The patient's doctor disconnected her from the infusion device. The infusion device was requested to be returned for product evaluation.